Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site. The issue was solved by replacing the o2 gas module and the air gas module. Both parts were sent for further investigation. After the replacement, all functional tests were approved and the unit was cleared for clinical use. Simulated use testing of the returned o2 gas module failed the pre-use check with internal leakage test, pressure transducer test and the patient circuit test. Simulated use test of the returned air gas module failed the pre-use check with pressure transducer test and flow transducer test. Both gas modules alarmed for o2 concentration low/high during ventilation. A visual inspection found that both gas modules had defective nozzles and that the feather spring was bent, leading to the reported issue. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the nozzle is not correctly seated in its place, it may cause a leakage and most likely will lead to that the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturers ref: #(B)(4).